Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low elecsys insulin result for one patient sample. The initial result was 0.523 uu/ml the repeat result was 28.16 uu/ml. The erroneous result was not reported outside of the laboratory. The repeat result was believed to be correct. There was no adverse event. The reagent lot number was 21587101 with an expiration date of 31-jul-2018. The field service representative could not find a cause. He performed an evaluation and replaced a damaged static brush. He ran performance testing which passed within specifications. Based on the provided calibration and qc data which was acceptable, a general reagent issue was excluded. The investigation was unable to find a definitive root cause.